Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection and an adverse event occurred. The patient stated they had a loss of connection on the g5 mobile application; however, they felt like their sugar was low and took a blood sugar measurement and their blood sugar was showing to high to register on the meter. The patient took 10 units of insulin and called their doctor at about 10:00 pm and the doctor advised them to go to the emergency room (ER). While at the emergency room, the patient was treated with fluids and they waited for their blood sugar to go down before discharging the patient. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause was determined to be gaps in the log.